Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer stated that he woke up with a no delivery alarm. The customer reported the event to be resolved by complete set change. The reservoir will not be returned for analysis.